Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the event was classified as not related to the medical device and possibly related to the medical procedure as the event occurred post-surgery.

Manufacturer narrative:
Concomitant medical products: product ID 3387-28, lot# 0210897238, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that following the implantation of the deep brain stimulation (dbs) electrodes on (B)(6) 2016, the patient experienced post-operative delirium and was uncooperative. It was also stated that on (B)(6) 2016, a drop in oxygen saturation, signs of a fever in addition to clinically raised infection parameters in the lab-work were noted. Aspiration pneumonia was suspected as an x-ray of the patient's chest was performed and pneumonia was noted. Antibiotic therapy was administered that included piperacillin / tazobac and the patient was transferred to an intermediate care unit for oxygen application; the patient was hospitalized. It was stated that the issue was resolved at the time of this report. Relevant laboratory findings included a crp of 3.0 mg/dl on (B)(6) 2016, an il-6 test of 75.0 pg/ml, leukocyte of 77.2 t/c on 2016 (B)(6), and a chest x-ray that showed signs of pneumonia. The patient's medical history included chorea huntington.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.